Event description:
Customer reported an adult male pt was admitted to the ICU on (B)(6) 2012, with gi bleed (liver pt in poor condition with esophageal varices). He coded on (B)(6) 2012, and during the code, he was started on propofol. The entire 100ml bottle of propofol infused in 5 minutes. The believed intended programming was 2mc/kg/min. The pt desaturated about the time that the propofol infusion was initiated and needed to be intubated. The pt is currently in the icy. He is a fragile pt and they are trying to wean him off the vent. The pharmacist believes that a programming error may have occurred. She mentioned that the pt was also receiving a drip of otreotide IV. Biomed has the device. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). The customer's experience of an over infusion was not confirmed. The event log showed that the infusion of propofol was programmed at 10:33 am. The user selects propofol 100mg in 100 ml, confirms the selection and then confirms the 72kg and the dose as 10mcg/kg/min. The guardrails software calculates the rate to be 4.32ml/hr. The user enters the vtbi as 80ml and starts the infusion. The event log shows that the propofol infusion ran for 5 minutes at this rate before the dose was changed to 5mcg/kg/min, which changed the rate to 2.16ml/hr. This infusion ran until the unit was turned off at 10:56 am. The total infusion for propofol ran for approximately 23 minutes with a primary volume infused of 0.88ml. Although the actual dose programmed for propofol (10mcg/kg/min) was higher than what was believed intended (2mcg/kg/min), the device was not in use long enough to infuse the entire 100ml bottle at the higher dose of 10mcc g/kg/min. No error codes or alarms were noted during the duration of the infusion. The root cause of the customer's experience of an over infusion of propofol was not identified.